Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1430201) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, it was reported that pvd/calcium was present in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. (B)(4).

Event description:
The following information was reported: balloon loss of pressure, manual compression was applied for 25 minutes. The patient was not hospitalized. Additional information: during prep the balloon held pressure and the inflation indicator popped up. When the balloon was at the arteriotomy, the physician opened the stopcock. There was no resistance while inserting the device and no resistance during pull back. Procedure type: intervention peripheral vessel size: 6 mm stick location: cfa